Event description:
It was reported that during service and repair pre-testing it was observed that the attachment device "had high temperature". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment. During pre-repair assessment, it was observed that the device had high temperature. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be wear from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.